Manufacturer narrative:
Device is a combination product

Event description:
It was reported there was an aneurysm. Two 6x120 eluvia stents were selected for a procedure on (B)(6) 2018. This was a challenging case, but the stents looked great. Roughly one month after the stents were successfully implanted, the patient experienced thigh pain which then subsided. During a follow-up exam on (B)(6) 2019, it was discovered that a 6cm aneurysm had developed where the two eluvia stents overlapped. It was believed that the aneurysm occurred where the vessel was re-entered after going subintimal. A small amount of blushing at this sight was noticed post initial procedure. A stent graft was successfully performed to treat the aneurysm. The patient is doing well.